Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 12.50/+1.0/067 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced blurred vision. The lens was exchanged for another same model/length lens and the problem was resolved. The cause of the event was unknown.